Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Complainant was advised that there has been no change in the duoderm formulary. Complainant stated that she no longer has the box this product came in; therefore, she was unable to provide the lot number. It is reported that complainant refused to provide pts' name nor did she have photos of these wounds to provide to convatec. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that three (3) separate pts' experienced issues with the duoderm dressing placed after removal and suturing of a cancerous lesion. It is reported that the physician's usual practice is to remove the lesion; approximate the incision line and suture closed. Physician will then apply the duoderm extra thin dressing over the sutures, which will remain in place for one week. The pts will then return for f/u visit for the removal of the duoderm and sutures. Upon the removal of the duoderm and sutures the incision line opened creating a wound. Please note: there are three (3) pts who experienced issues with this product. This report represents pt #3 of 3 and is related to pt identifiers# (s): (B)(6) and MFR report#(s): 1049092-2014-00205, 00206 respectively.